Event description:
According to the reporter, during a laparoscopic appendectomy, both trocars leaked towards the end of the case. The blue seal of the first trocar was partially pushed down, causing the leak. The surgeon placed a finger on the side of the trocar to reduce air loss. There was no patient injury.

Manufacturer narrative:
D10. Concomitant products: oms-t10bt, oms-t10bt blunt tip trocar 10 x5 - (lot#p5g0896). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.